Event description:
A (B)(6) patient contacted zoll customer support to report adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the electrode belt was non-functional and failed fall-off test. The cause for the non-functional electrode belt is a broken brown wire (1+) in the cable running from ECG c to ECG d. The root cause for the damaged wire cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.